Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 135mg/dl at the time of the incident. The customer reported that she dropped her pump and cracked the pump. The customer stated that the pump display screen is completely cracked. Customer stated the screen is not legible at all. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with cracked and bleeding lcd glass.